Event description:
A customer reported experiencing a cartridge alarm while at work, which prevented her from changing the cartridge immediately. However, the issue did not cause her blood glucose level to exceed 500 mg/dl. Later, with technical support assistance, she successfully loaded a new cartridge at home, allowing her to resume insulin therapy. The issue was thus resolved.